Event description:
This spontaneous case from united states was received on (B)(6) 2018 from patient this case concerns (B)(6) years old male patient who initiated treatment with synvisc and on the next day patient's knee swelled up, knee was red, knee hot, drained knee, had pain and still limping no medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc injection weekly (indication and dose: unknown; batch/ lot number and expiry date: unknown). On (B)(6) 2017 patient received second and third injection. On (B)(6) 2017, after a latency of 15 days, patient's knee swelled up and it was red and hot and he had pain like he never had. There was definitely something wrong with what he received. He went back and they drained it and took x-rays. He went to an orthopedic surgeon as a result and he scoped it out and cleaned it out and he gave him antibiotics. He had been on antibiotics ever since. He was taking clindamycin. Patient said he was limping. Corrective treatment: not reported for limping; clindamycin, pic put in, antibiotics for rest of the events. Outcome: not recovered for all events. Seriousness criteria: required intervention for knee swelled up, knee was red, knee hot, drained knee. A product technical complaint was initiated and the results for the same were pending.

Event description:
This spontaneous case from united states was received on 29-jan-2018 from patient this case concerns (B)(6) male patient who initiated treatment with synvisc and on the next day patient's knee swelled up, knee was red, knee hot, drained knee, had pain and still limping no medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc injection weekly (indication and dose: unknown; batch/ lot number and expiry date: unknown). On (B)(6) 2017 patient received second and third injection. On (B)(6) 2017, after a latency of 15 days, patient's knee swelled up and it was red and hot and he had pain like he never had. There was definitely something wrong with what he received. He went back and they drained it and took xrays. He went to an orthopedic surgeon as a result and he scoped it out and cleaned it out and he gave him antibiotics. He had been on antibiotics ever since. He was taking clindamycin. Patient said he was limping. Corrective treatment: not reported for limping; clindamycin, pic put in, antibiotics for rest of the events outcome: not recovered for all events seriousness criteria: required intervention for knee swelled up, knee was red, knee hot, drained knee a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 52304 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 06-feb-2018. Global ptc number and ptc results added. Text was amended accordingly.

Event description:
This spontaneous case from united states was received on 29-jan-2018 from patient. This case concerns 77 years old male patient who initiated treatment with synvisc and experienced infection in left knee (after 15 days) and still limping (after 15 days). No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc injection weekly (one injection per week) (indication and dose: unknown; batch/ lot number and expiry date: unknown). The reason for using synvisc was prep left knee before stem cells. On (B)(6) 2017 patient received second and third injection. On (B)(6) 2017, after a latency of 15 days, patient experienced infection in left knee after receiving 03 injections in left knee. Same day, patient's knee swelled up and it was red and hot and he had pain like he never had. There was definitely something wrong with what he received. He went back and they drained it and took x-rays. He went to an orthopedic surgeon as a result and he scoped it out and cleaned it out and he gave him antibiotics. He had been on antibiotics ever since. Patient was taking clindamycin for all of them. On (B)(6) 2017, baylor hosp grapevine test was done and result showed bad infection in left knee. On the same day, patient did consult the health care professional and seen as person for infection in left knee. Further, same day, patient was admitted to the hospital, orthoscoptic clean out of knee by doctor. Peripherally inserted central catheter (PICC) installed to receive antibiotic injections for 05 weeks. Also, patient taking high doses of clindamycin for infection in left knee at a dose of 300 mg (03 tablets) on (B)(6) 2017. Patient said he was limping. Patient still had problem of infection in left knee. As corrective treatment: not reported for limping; clindamycin for infection in left knee outcome: not recovered for both events seriousness criteria: hospitalization for infection in left knee a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 52304 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 06-feb-2018. Global ptc number and ptc results added. Text was amended accordingly. Additional information was received on 27-feb-2018 from patient. Additional event of infection in left knee was added with details. Earlier added events knee swelled up, knee was red, knee hot, drained knee and pain were updated as symptoms of infection in left knee. Lab test added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 27-feb-2018: this case concerns a patient who has received synvisc and later experienced infection in left knee and got hospitalized for the same. A temporal relationship can be established with the product administration relationship of the events to the product cannot be excluded.

Event description:
This spontaneous case from united states was received on (B)(6) 2018 from patient. This case concerns 77 years old male patient who initiated treatment with synvisc and experienced infection in left knee (after 15 days) and still limping (after 15 days). No medical history or previous medications were reported. The patient's concomitant medications included: metformin hydrochloride (metformin) for high blood sugar. The patient had no allergy. On (B)(6) 2017, patient received treatment with intra articular synvisc injection weekly (one injection per week) (indication and dose: unknown; batch/ lot number and expiry date: unknown). The reason for using synvisc was prep left knee before stem cells. On (B)(6) 2017 and (B)(6) 2017 patient received second and third injection. On (B)(6) 2017, after a latency of 15 days, patient experienced infection in left knee after receiving 03 injections in left knee. Same day, patient's knee swelled up (swelling) and it was red and hot and he had knee pain like he never had. There was definitely something wrong with what he received. He went back and they drained it and took x-rays. He went to an orthopedic surgeon as a result and he scoped it out and cleaned it out and he gave him antibiotics. He had been on antibiotics ever since. Patient was taking clindamycin for all of them. On (B)(6) 2017, the patient had MRI and drain which revealed infected. On (B)(6) 2017, baylor hosp grapevine test was done and result showed bad infection in left knee. On the same day, patient did consult the health care professional and seen as person for infection in left knee. Further, same day, patient was admitted to the hospital, orthoscopic clean out of knee by doctor. Peripherally inserted central catheter (PICC) installed to receive antibiotic injections for 05 weeks. Also, patient taking high doses of clindamycin for infection in left knee at a dose of 300 mg (03 tablets) on (B)(6)2017. Patient said he was limping. Patient still had problem of infection in left knee. Corrective treatment: not reported for limping; clindamycin for infection in left knee outcome: not recovered for both events seriousness criteria: hospitalization for infection in left knee a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 52304 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacologia and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on (B)(6) 2018. Global ptc number and ptc results added. Text was amended accordingly. Additional information was received on (B)(6)2018 from patient. Additional event of infection in left knee was added with details. Earlier added events knee swelled up, knee was red, knee hot, drained knee and pain were updated as symptoms of infection in left knee. Lab test added. Clinical course was updated. Text was amended accordingly. Additional information was received on (B)(6) 2018 from the patient. The verbatim of symptom was updated from pain to knee pain. The patient's concomitant medication with its indication was added. The laboratory detail of MRI was added. Clinical course updated. Text was amended accordingly. Pharmacologia comment: sanofi company follow up comment dated (B)(6)2018: the follow up information received does not change previous company assessment. This case concerns a patient who has received synvisc and later experienced infection in left knee and got hospitalized for the same. A temporal relationship can be established with the product administration relationship of the events to the product cannot be excluded